Manufacturer narrative:
Per the instructions for use (IFU), malposition and paravalvular leak (pvl) are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors (hypertrophy) and procedure related factors (slight angulation mismatch leading to valve being implanted to high) caused or contributed to this valve too aortic position resulting in pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was an implant of 23mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During the procedure, positioning marker initial on base of cusps was performed. During rapid pacing inflation, most probably due to hypertrophy and slight angulation mismatch, the valve was implanted to high (100:0 aortic/ventricular) with paravalvular aortic insufficiency 2-3 on the left coronary cusp side. Patient was in stable condition throughout the procedure. A second 23mm edwards sapien 3 ultra valve was prepared and implanted one large cell row more towards ventricle with good result and trace ai. The patient condition was good.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was an implant of 23mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During the procedure, positioning marker initial on base of cusps was performed. During rapid pacing inflation, most probably due to hypertrophy and slight angulation mismatch, the valve was implanted to high (100:0 aortic/ventricular) with paravalvular aortic insufficiency 2-3 on the left coronary cusp side. Patient was in stable condition throughout the procedure. A second 23mm edwards sapien 3 ultra valve was prepared and implanted one large cell row more towards ventricle with good result and trace ai. The patient condition was good.

Manufacturer narrative:
Per the instructions for use (IFU), malposition and paravalvular leak (pvl) are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors (hypertrophy) and procedure related factors (slight angulation mismatch leading to valve being implanted to high) caused or contributed to this valve too aortic position resulting in pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental report submitted to include engineering evolution completion. The device was not returned for evaluation as it remained. Therefore, a no product return engineering evaluation was performed. The complaint of malposition and paravalvular leak were unable to be confirmed due to unavailability of procedural imagery. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. As reported, the positioning marker was initially placed at the base of the cusps. However, during rapid pacing inflation, most probably due to hypertrophy and slight angulation mismatch, the valve was implanted too high (100:00, a/v) resulting in pvl on lc cusp side. Per IFU, septal hypertrophy is one of the factors that may affect thv positioning and deployment characteristics. Septal hypertrophy may complicate accurate positioning and deployment of the thv because of prominent angulation of the lvot and difficulty in maintaining coaxial alignment of the guidewire, sheath, and valve delivery catheter. In this case, patient factors (presence of severe hypertrophy) likely resulted in improper positioning and deploying the valve at high position. Paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, the valve was deployed too aortic (100:00). This could have compromised the seal provided by the pvl skirt between the valve and target site, leading to pvl. As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.